Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee pain, anemia, tendonitis, vaginitis, pelvic inflammatory disease, urinary tract infection, menometrorrhagia, burning micturition, burning micturition, dizziness, carotid artery stenosis, mastodynia, bronchitis, chest discomfort, shortness of breath, sinusitis, uterine fibroids, iron deficiency, vitamin d deficiency, mitral valve prolapse, patellofemoral pain syndrome, intertrigo, eyelid edema, painful urination, breast lump, amenorrhea and back pain. Previously administered products included for birth control: levora from (B)(6) 2011 to (B)(6) 2012 and paragaurd iud from 2003 to (B)(6) 2011. Concomitant products included sertraline for depression and anguish, ascorbic acid and ferrous fumarate for iron deficiency and vitamin d deficiency, simvastatin for mitral valve prolapse as well as ethinylestradiol;levonorgestrel (levora-28), nsaids, ondansetron, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), topiramate (topamax) and triamcinolone acetonide. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions type: rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced breast pain ("horrible pain under my left breast "), abdominal pain ("left abdominal side pain") and pain in extremity ("right arm pain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, breast pain, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 192 lbs treatment received for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: essure device was successfully occluded total bilateral occlusion. Pathology test - on (B)(6) 2017: endometrium, biopsy: - fragments of proliferative endometrium - no hyperplasia or neoplasia present clinical history: pertinent history: screening endometrial biopsy prior to hydrothermal endometrial ablation procedure. Ultrasound pelvis - on (B)(6) 2016: two uterine fibroids within the body with submucosal components. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, menorrhagia, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received-new event horrible pain under my left breast, right arm pain, left abdominal side pain were added. New reporter, medial history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee pain, anemia, tendonitis, vaginitis, pelvic inflammatory disease, urinary tract infection, menometrorrhagia, burning micturition, burning micturition, dizziness, carotid artery stenosis, mastodynia, bronchitis, chest discomfort, shortness of breath, sinusitis, uterine fibroids, iron deficiency, vitamin d deficiency, mitral valve prolapse, patellofemoral pain syndrome, intertrigo, eyelid edema, painful urination, breast lump, amenorrhea and back pain. Previously administered products included for birth control: levora from (B)(6) 2011 to (B)(6) 2012 and paragaurd iud from 2003 to (B)(6) 2011. Concomitant products included sertraline for depression and anguish, ascorbic acid and ferrous fumarate for iron deficiency and vitamin d deficiency, simvastatin for mitral valve prolapse as well as ethinylestradiol;levonorgestrel (levora-28), nsaids, ondansetron, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), topiramate (topamax) and triamcinolone acetonide. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions type: rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced chest pain ("horrible pain under my left breast"), abdominal pain ("left abdominal side pain") and pain in extremity ("right arm pain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, chest pain, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 192 lbs treatment received for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2017: endometrium, biopsy: fragments of proliferative endometrium. No hyperplasia or neoplasia present. Clinical history: pertinent history: screening endometrial biopsy prior to hydrothermal endometrial ablation procedure.. Ultrasound pelvis - on (B)(6) 2016: two uterine fibroids within the body with submucosal components. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches, menorrhagia, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee pain, anemia, tendonitis, vaginitis, pelvic inflammatory disease, urinary tract infection, menometrorrhagia, burning micturition, burning micturition, dizziness, carotid artery stenosis, mastodynia, bronchitis, chest discomfort, shortness of breath, sinusitis, uterine fibroids, iron deficiency, vitamin d deficiency, mitral valve prolapse, patellofemoral pain syndrome, intertrigo, eyelid edema, painful urination, breast lump and amenorrhea. Concomitant products included sertraline for depression and anguish, ascorbic acid and ferrous fumarate for iron deficiency and vitamin d deficiency, simvastatin for mitral valve prolapse as well as ethinylestradiol; levonorgestrel (levora-28), nsaids, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions type: rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded total bilateral occlusion. Pathology test - on (B)(6) 2017: endometrium, biopsy: fragments of proliferative endometrium. No hyperplasia or neoplasia present. Clinical history: pertinent history: screening endometrial biopsy prior to hydrothermal endometrial ablation procedure. Ultrasound pelvis - on (B)(6) 2016: two uterine fibroids within the body with submucosal components. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and medical record received events " abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, rashes or skin conditions type: rash, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, hair loss" were added. Reporter , patient and product information were added. Lab data and medical history were added. Severity and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.